Event description:
It was reported that a patient experienced hypoglycemia approximately three hours after a meal announcement on first-day use, with continuous glucose monitor readings decreasing to 52 mg/dl; the patient attributed the event to the meal announcement and reported cereal intake at breakfast. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrates and recovery, without medical intervention or hospitalization. Investigation included review of event details and user report, along with troubleshooting and education provided by support personnel. Investigation of this case revealed no device alarms and no identified device malfunction, with the event assessed as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.